Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation (mv) signal. This is happening in a high impedance scenario. At this time the mv sensor has been programmed off and the accelerometer sensor has been turned on. The pacemaker remains in service and there were no adverse patient effects reported.